Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 23, 2022, and section h11 should be reported as: the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section a2, a3a, and b7 has been updated in this report.